Event description:
The clinical chemistry phosphorus reagent, list number 7d71-21 has demonstrated imprecision, primarily in the form of results with less than flags and in error code 3106/3103 (unable to process test, liquid contact broken during aspiration of reagent 2 pipettor). Additionally, there is a potential for falsely depressed patient values to be generated. The investigation has revealed the cause of this issue is related to the insufficient aspiration of the r2 reagent. A product recall was issued and reported to the FDA, (B)(6) district on (B)(6) 2010. There have been two events of impact to patient management due to patient results of <0.2 mg/dl with no serious outcome reported.

Manufacturer narrative:
(B)(4). Additional lots of phosphorus, list number 7d71-21: 78059hw00, exp 4/15/10; 81040hw00, exp 7/15/10; and 8509hw00, exp 12/15/10. Eval: the investigation has revealed the cause of this issue is related to the insufficient aspiration of the r2 reagent. In response to this issue a product recall was initiated. All current customers who have received any of the four lots of clinical chemistry phosphorus, list number 7d71-21 and have an architect c8000, architect c16000 or aeroset analyzer were instructed to discontinue use and destroy any remaining inventory. Replacement kits (7d71-31 or 7d71-22) were made available to replace 7d71-21. Product labeling adequately addressed the causes and corrections to error code 3103 and 3106, unable to process test, liquid contact broken during aspiration for the reagent 2 pipettor. Additionally, when values less than the linearity or limit of detection are produced, the system generates a less than flag ( < ) to indicate to the operator that the result is outside the dynamic or linear range for the assay and should be reviewed.